Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure the mega needle driver instrument wire was frayed. The surgical staff exchanged it into a backup instrument and the planned procedure was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was frayed at the grip hub. The frayed strands stuck out at the wrist. Grip hub had a couple of scratch marks adjacent to the fraying. Evidence not conclusive, but it was possible that the same event that caused the scratch marks also contributed to the cable fraying. The other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.